Manufacturer narrative:
Per the clinic, it was reported that the antibiotics were administered as a prophylactic.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. On (B)(6) 2014 the abutment was removed and the patient was prescribed oral antibiotics (duration not reported). The implanted device remains.